Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reports calibration error. No patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 25jun2019. Multiple unsuccessful attempts were made to gather resolution from the customer; however, no additional information was provided. It was reported customer refused service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.